Manufacturer narrative:
(B)(6). Follow-up # 1, 05/04/2011 device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Visual inspection confirmed that the button symbols are worn. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
A family member reported that the up arrow, down arrow, and ok keypad buttons have become increasingly unresponsive, and sometimes become stuck, over the past two weeks. She noted that the button symbols are worn, and the keypad is otherwise intact. The family member denied exposing the pump to water, and stated that the patient wears the pump in her pocket.